Event description:
Pt was being transferred from ICU to another facility. Pt being ventilated via ambu bag by ambulance team. The therapist called to ER as pt's status was deteriorating - pt in respiratory distress. Pt eventually went into cariac arrest. Therapist attempted to ventilate the pt but bag was stiff. Pt was inspected and equipment surveyed for proper functioning. Peep valve removed and pt exhaled large tidal volume. Peep valve appeared stiff, no allowing air to be expelled. Pt stabilized and transferred back to ICU.